Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the cutting wire broke and the coated portion was torn. The broken section was melted and burned. The length of the cutting wire was within standard. There were no other abnormalities related to the breakage in the subject device. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. According to the investigation, omsc judged that the broken cutting wire didn't come off into the patient omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The device instruction manual has warned users that "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic sphincterotomy (est), the doctor cut patient's papilla little by little and the cutting wire broke. The broken cutting wire stuck in the papilla and it produced bleeding. Additionally, a part of the broken cutting wire appeared to come off. Then the doctor stopped bleeding by applying pressure with a balloon. He attempted to remove the dropped cutting wire but he couldn't since it came off into the intestinal tract. He exchanged the subject device for a competitor's device and completed the procedure. Reportedly, the patient will take a follow up until the dropped cutting wire is eliminated naturally.